Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that two hours into an ablation procedure to treat atrial fibrillation, the irrigation tube at the handle of the intellanav mifi open-irrigated ablation catheter broke, and the catheter was no longer irrigated. The flow rate was set at 17ml/min. The physician noted blood on the irrigation tube of the catheter during ablation and an excessive temperature error message. The catheter was replaced with another of the same device and the procedure was completed. No patient complications were reported. The device was retained at the facility and will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that two hours into an ablation procedure to treat atrial fibrillation, the irrigation tube at the handle of the intellanav mifi open-irrigated ablation catheter broke, and the catheter was no longer irrigated. The flow rate was set at 17ml/min. The physician noted blood on the irrigation tube of the catheter during ablation and an excessive temperature error message. The catheter was replaced with another of the same device and the procedure was completed. No patient complications were reported. The device was retained at the facility and will not be returned for analysis. It was further reported that the return and replacement is asked by the hospital. No patient complications occurred. No error message displayed, just a high temperature on the generator.